Event description:
On (B)(6) 2012, the lay user/reporter contacted lifescan (lfs) alleging the patient's onetouch ping meter had something inside the test strip port, therefore, she was unable to insert a test strip. The complaint was classified based on the customer care advocate (cca) documentation. 5 minutes prior to the start of the alleged issue, the reporter stated the patient felt "shaky." On (B)(6) 2012 between 4:45-5pm, the reporter stated the alleged issue first began. The reporter stated the patient uses insulin pump therapy to manage her diabetes. The reporter stated the patient made no changes to her usual diet, activity level or medications on the day of the alleged issue. The reporter stated the patient had some "gatorade" to drink in response to her symptoms. The reporter stated the patient did not test on any other device. At the time of troubleshooting the cca confirmed there was no misuse of the meter and it was not the first time the meter had been used. There is no indication that the subject meter caused or contributed to a serious injury. The patient reported being symptomatic prior to the start of the alleged issue, therefore the meter could not have caused the injury, and there was no delay in treatment. However, this complaint is being reported because the alleged issue was not resolved with troubleshooting.

Manufacturer narrative:
The subject meter and test strips have been returned to lifescan for evaluation. The evaluation of the products have not been completed; therefore, no conclusions can be drawn at this time. Once the evaluation is completed, a supplemental report will be filed.

Manufacturer narrative:
Follow-up ((B)(4) 2013)-device evaluation: the meter involved with this complaint has been returned and evaluated by lifescan product analysis on (B)(4) 2012 with the following findings: the meter has passed testing with no faults found. The reported issue could not be reproduced. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.